Event description:
The customer alleged they received questionable free triiodothyronine (ft3) and free thyroxine (ft4) results for one patient on their e602 analyzer. The patient's initial ft3 result was 18.1 pmol/l and ft4 result was 48.2 pmol/l. After a dialysis test and using a ria method the patient's sample was then tested in another laboratory. The repeat ft3 result was 5.8 pmol/l and the repeat ft4 result was 10 pmol/l. All the results were reported outside the laboratory. The patient was not adversely affected by this event. The ft3 reagent lot number was 175509-01 and the provided expiration date was 10/2014. The ft4 reagent lot number was 176245-01 and the provided expiration date was 02/2015.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in the event was requested but not provided.

Manufacturer narrative:
A root cause could not be determined. Three patient samples were returned for investigation. The customer's elecsys results were reproduced. The presence of an interfering factor was unlikely.